Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information available, a definite cause for the torn leaflet (tissue damage) could not be determined. The reported recurrent mitral regurgitation (mr) was a result of the reported tissue damage. The reported patient effects of worsening mitral regurgitation, mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2020, the patient returned the hospital and transesophageal echocardiogram (tee) showed that one of the leaflets had been torn, causing mr to increase to a grade of 3+. The implanted clip was confirmed stable on both leaflets. No additional information was provided.